Event description:
The patient's system was explanted due to an abscess at the incision site.

Manufacturer narrative:
Products were discarded by the medical center and will not be returned for evaluation.